Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 18:00:56. During night drain cycle four, the patient's ultrafiltration reading was 1315ml, indicating the home patient (hp) drained 1315ml more than their maximum programmed fill volume of 2100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The root cause of the reported issue was determined to be a false empty detect and use error, inappropriately bypassed low uf alarm. A review of the homechoice and homechoice pro apd systems patient at-home guide labeling was performed. Section on "troubleshooting" gives instructions on how to bypass a low uf alarm. The guide contains the warning that states, "bypassing a low uf alarm can leave fluid in the peritoneal cavity and result in an increased intra-peritoneal volume (iipv) situation. Iipv could result in a feeling of abdominal discomfort, serious injury, or death. If any patient, or patient caregiver, suspects the patient has iipv during a treatment, press stop immediately, then press ? And initiate a manual drain. The guide contains the manual drain procedure. The guide advises to see a section on an increased intra-peritoneal volume (iipv), if iipv is suspected. The guide advises that additional care should be taken to monitor for iipv symptoms for those patients not able to communicate essential information to the caregiver during treatment, such as small children or infants." A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.